Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110, serial # (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
The complaint of high impedances was confirmed. The lead analysis indicated that one cable exhibited tarnish that suggests at least some cables were fractured while still inside the patient. Full testing could not be performed due to all subsequent lead cables being cut/torn during the explant procedure. The lead bodies were not returned. The ipg passed all visual, electrical, performance, and photographic imaging tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was not receiving adequate stimulation. Through troubleshooting and the ipg database analysis, high impedances were noted on eleven contacts of the paddle lead. The patient underwent a revision, during which, the physician explanted the paddle lead and the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was not receiving adequate stimulation. Through troubleshooting and the ipg database analysis, high impedances were noted on eleven contacts of the paddle lead. The patient underwent a revision, during which, the physician explanted the paddle lead and the ipg. The patient was reportedly doing well following the procedure.